Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) smelled like something shorted out in the back. It was also reported that the pdm would not turn on.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.